Event description:
On or about (B)(6) 2007, the pt was implanted with an ams perigee graft with the intention of treating the pt for pelvic organ prolapse. It was reported that the pt suffered, "serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, dyspareunia, and other injuries..."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.